Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details: person name- (B)(6). Email- (B)(6). A getinge field service engineer (fse) had inspected the unit and it was being found that the batteries did not pass runtime test during routine preventive maintenance (pm) it only ran for the 70 minutes. He had replaced the batteries and completed pm with all measurement details and test equipment. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was no patient involvement.

Event description:
N/a.